Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed to deliver in multistep therapy, an unspecified concentration of rituxan, step 1 at a rate of 300ml/hr for a duration of 30 minutes, step 2 at a rate of 350ml/hr for a duration of 30 minutes, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, while the nurse was responding to an alarm condition, it was noted 6 minutes remained for the 300ml delivery rate. After 20 minutes, the nurse reported the device continued to deliver at the 300ml /hr rate. At that time, the nurse reprogrammed the device for a rate of 350ml/hr for 30 minutes. The device remained in clinical service. The customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).